Event description:
It was reported that the lead integrity alert (lia) and number of invervals detected (nid) had triggered for the right ventricular (rv) lead due to t-wave oversensing (twos), noise, and multiple short interval counts (sic). The detections were deactivated in the clinic. The lead was capped and remains in the patient. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).